Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the difficulties appear to be user related. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The emboshield nav 6 instruction for use (IFU) instructs to: perform the required interventions over the barewire filter delivery wire. Failing to follow the IFU to deliver the stent caused the epd to become jailed resulting in surgery to remove it. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The acculink stent referenced is filed under a separate medwatch report.

Event description:
It was reported that during a procedure of a restenosed patch treatment of the external carotid artery the emboshield nav6 embolic protection device (epd) was positioned in the vessel without issue. A non-abbott guide wire was used next to the epd to advance and deploy the acculink stent; however, this jailed the epd and guide wire and the filter could not be retrieved. Surgical intervention was used to remove the epd and the acculink stent. The patient was reported to be fine. There was no reported clinically significant delay in the procedure. No additional information was provided.